Event description:
It was reported that during an unknown procedure, per a hospital product failure report, the device was able to be used three times without issue. On the fourth firing, the device stopped working in the middle of the stapling cycle. The tissue was cut, but it did not staple. The tissue bled. During the firing, it sounded like the battery was dying. It was unknown how the bleeding was controlled, how much blood was lost, or if the patient required a transfusion. It was unknown which cartridge was being used or if buttressing material was used. It was unknown how the case was completed. Per the report, there was potential risk to the patient or employee.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with two ecr60g cartridge reloads present. Cartridge (a) was received loaded on the device partially fired 1/16. Cartridge (b) was received loaded on the device partially fired 1/16. It is possible that while loading the reloads (a, b) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire was noted and the firing speed was normal during functional testing. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: what type of procedure was the device used in? What was the product code of the cartridge(s) being used with the pce60a (ecr60g, gst60w, etc.)? When the device did not staple, were any staples deployed into the tissue? If yes, please describe the shape (malformed, unformed, etc.)? If yes, was the staple line interrupted; staples not present/visible on any portion of the staple line that did deploy? What tissue/structure was being fired on when the issue occurred? When bleeding occurred, how was it controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was buttressing material utilized? If so, which product? How was the procedure completed? Was a leak test performed and if so, what was the result? Were there any other patient consequences or changes in the post-operative care of the patient as a result of the event? Are any intra-op photos available? (B)(4).